Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the left ventricular lead exhibited loss of capture. Programming changes were implemented. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.